Manufacturer narrative:
Date sent: 12/04/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid colectomy, when the device was removed, there was an incomplete donut along with a leak. Malformed staples were found on the stapler. The surgeon over sewed to complete the procedure.